Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: part: 312.080, lot: 18p9353, manufacturing site: hägendorf, release to warehouse date: october 15, 2019. The device history record shows this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Visual inspection: visual inspection confirmed that the spring of the drill sleeve is plastically deformed ¿ but not broken. Besides, the instrument is in good condition. Dimensional inspection: the relevant feature is deformed in a manner which prevents accurate measurement. Document/ specification review: the manufacturing review shows that this instrument was manufactured in october 2019 according to the specifications and there were no issues that would contribute to this complaint condition. Summary: the complaint condition is confirmed as the spring is deformed. Because of the damage, it is not possible to measure the relevant dimension. This production lot (18p9353) was manufactured according to the specification. There were no issues during the manufacture of this product that would have contributed to this complaint condition. The damage occurred is determined to be post production/acceptance criterias. Although the exact circumstances are not known ¿ damage noted during reprocessing cycle - the damage appears to be the result of a mechanical overload situation during use. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Initial reporter facility name: (B)(6). Reporter is a synthes employee. The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, during washing, it was found that a small spring of the sleeve had broke and came off. The washing was prior to surgery. The surgery was performed by using another sleeve. This report involves one (1) 8.5mm/2.8mm wire sleeve. This is report 1 of 1 for (B)(4).